Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, both bail covers, and lead flex cover are broken. Battery release, ring cover, and battery drawer are contaminated. Keyboard is scratched and battery drawer o-ring is missing.

Event description:
It was reported there was intermittent function. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.